Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint "damaged tip". Failure analysis found the primary failure of thermal damage to the grip tips to be related to the customer reported complaint. For clarification, the instrument was found to have signs of thermal damage to the grip tips. The grip tips were blackened or discolored as result. Root cause of this failure is attributed to user mishandling/misuse. D11- additional observation not reported by site that is related to the primary failure: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause is typically attributed to the user mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. D02- in addition, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the maryland bipolar forceps instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the maryland bipolar forceps (part# 420172-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 8 uses remaining after this last usage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it appears there is some slight thermal damage on the distal yaw pulley, just external to the jaw. The location of the thermal damage is on the outside of the pulley/jaw, which suggests the thermal damage may have originated from an external device. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in name and address is unknown. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a damaged/melted tip. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The cannula was inspected using the pin gauge prior to use. The customer observed arcing when the jaws were closed. The arc grounded near the patient tissue and the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips or sutures while being energized. The surgeon was cutting tissue using bipolar energy when the arcing occurred. The erbe vio 3 was in use. The surgeon believed the arcing occurred due to using bipolar cut energy under vio3. The isi clinical sales rep (csr) informed the surgeon that the vio3 generator was not verified but the surgeon continued to use the vio3. There was no injury to the patient and the patient has not returned to the hospital due to experiencing post-surgical complications.